Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio iq meter would not power on. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that alleged power issue began on the morning of an unspecified date, a little over one month prior to contacting lfs. The patient stated that she manages her diabetes with oral medication, diet and exercise and claimed she continued to follow her usual diabetes management regimen in response to the alleged issue. The patient reported developing symptoms of "dizziness and nausea" on an unspecified date after the alleged issue began, around 20 days prior to contacting lfs. The patient denied receiving medical treatment. At the time of troubleshooting, the csr noted that the subject meter was not being used for the first time and that there was no indication of misuse to the device. The csr confirmed the correct test strips were being used for testing. The csr noted the meter would not power on manually when the power button was pressed or when a test strip was inserted. The csr confirmed with the patient that the battery indicator appeared prior to the meter not turning on. The csr noted that the patient did not have the usb cable/ac adaptor in attempts to charge the subject meter at the time of the call. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient's reported symptoms do not meet lfs' serious injury criteria, nor did she receive any medical intervention due to the reported issue. However, this complaint is being reported as a malfunction because the alleged issue remained unresolved at the time of troubleshooting.